Event description:
It was reported that the ilet touchscreen became nonresponsive on a screen where the user was unable to slide to unlock, with no prior damage noted, consistent with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and review and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen input, aligning with an unresponsive key/button affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.